Event description:
PICC catheter inserted. A week later pump showed occlusion-rn suspected PICC catheter clotted. Rn removed tape and found catheter broken off from winged extension. Catheter was removed by rn. Physician at bedside during removal.